Manufacturer narrative:
(B)(4). Date sent: 7/8/2024. Additional information was requested, and the following was obtained: please provide more details for "bowel was repaired"? Was any damage to the tissue? Answer: bowel was repaired using sutures. Patient has been discharged from hospital. No change of care at this stage.

Manufacturer narrative:
(B)(4). Date sent 6/12/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "bowel was repaired"? Was any damage to the tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection when attaching the trocar to the anvil to complete the anastomosis the trocar unwound as fellow not having hand on closing knob - applied more pressure to the device and trocar to attach to the anvil not knowing the device had unwound and split the bowel - bowel was repaired with suture and anastomosis completed with cdh29p - donuts all good and patient doing well - need to be reminded to hold the opening knob when attaching the trocar to anvil to prevent unwinding. There were no patient consequences.